Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: sheath shaft curved. Liner partially expanded, 13.5cm in length from strain relief. Remaining liner was unexpanded. Distal tip unopened. One kink observed at 4.5 cm from strain relief. The associated commander delivery system was advanced through the sheath and the sheath expanded as designed. The tip opened but split. The complaints for resistance between system components causing the inability to advance through the sheath and sheath distal tip split were confirmed through evaluation of returned device. However, no manufacturing non-conformance's that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (>=5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. However, evaluation of the returned device revealed curvature and a kink along sheath shaft. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported resistance. However, a definitive root cause was unable to be determined. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (>=5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that access vessel calcification (including small calcification nodules), tortuosity and/or undersized vessel diameters may have been present during the procedure. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement. However, due to insufficient information, a definitive root cause for the split distal tip is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in france, it was a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach. During procedure, after introducing the commander delivery system with crimped valve into the esheath+, the valve was stuck in the middle of the esheath+ and could not be advanced. There was some pain during attempts to advance the valve, but no notable consequence to the patient occurred. This required the removal of all devices while keeping the guidewire in place to reintroduce a second esheath+ with a second commander with valve. The procedure was successfully completed. Visually, it appeared that the distal part of the esheath+ valve did not open as it normally should allow the valve to pass through. As per product evaluation, a distal tip split was observed under microscope.

Manufacturer narrative:
Investigation is ongoing.